Event description:
It was reported that there was a hole in the shaft. During the procedure, a kink and hole in the shaft of a 3.00 x 48 mm synergy xd was noted. The deformed device was removed and the procedure was completed with another stent. No patient complications occurred.

Manufacturer narrative:
Corrected fields: e1 initial reporter country and g2 report source (other). Device evaluated by manufacturer: the device was returned for analysis. A break was identified in the midshaft, 13cm distal to the wire exchange port. No other device issues were identified during returned product analysis.

Event description:
It was reported that there was a hole in the shaft. During the procedure, a kink and hole in the shaft of a 3.00 x 48 mm synergy xd was noted. The deformed device was removed and the procedure was completed with another stent. No patient complications occurred.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A break was identified in the midshaft, 13cm distal to the wire exchange port. No other device issues were identified during returned product analysis.

Event description:
It was reported that there was a hole in the shaft. During the procedure, a kink and hole in the shaft of a 3.00 x 48 mm synergy xd was noted. The deformed device was removed and the procedure was completed with another stent. No patient complications occurred.